Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
This event is part of the (B)(6) clinical study. It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for symptomatic persistent atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered moderate pericarditis one day post-procedure requiring extended hospitalization (to include observation in the coronary care unit). The patient has a medical history of symptomatic persistent atrial fibrillation being treated with bisoprolol 2.5 mg/day, hypertension, and hypertrophic cardiomyopathy. The issue was resolved without sequelae. The principal investigator assessed this event as moderate severity, not related to the investigational device (carto finder software), not related to the non-investigational device, and definitely procedure-related.

Manufacturer narrative:
On 11/30/2016, biosense webster received additional information regarding this complaint: in addition to the pericarditis originally reported, the patient was found to have also suffered a pericardial effusion, requiring extended hospitalization. The issue resolved without sequelae. The principal investigator assessed this event as moderate in severity, serious, not device-related, and definitely procedure-related. (B)(4).